Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield triad skull clamp (a1108) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during inspection, the mayfield skull clamp (a1108) had a play in the rocker arm even after locking. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.